Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 12mm x 3mm target lesion was located in the moderately tortuous proximal left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter is positioned more than 20cm from the distal tip of the catheter. Despite attempts to push it further, it remained stuck and did not move any farther. The procedure was completed with another of the same device. There were no patient complications.